Manufacturer narrative:
(B)(4). The customer returned one psi sheath with dilator assembly and a lidstock for analysis. Signs of use in the form of biological material were observed on the components. Visual analysis revealed that the dilator tip was damaged. Microscopic examination confirmed the damage and revealed that the tip was split/frayed. This defect is consistent with damage due to undue force applied during insertion. The dilator length from the hub to the distal tip measured 8 1/8", which is within the specification limits of 8 1/32"- 8 9/32" per the dilator product drawing. The dilator outer diameter measured 2.99mm, which is within the specification limits of 2.97mm-3.05mm per the dilator extrusion product drawing. The inner diameter at the proximal end of the dilator measured 1.3208mm, which is within the specification limits of 1.300mm-1.400mm per the dilator extrusion product drawing. The dilator was functionally tested per the instructions for use (IFU) provided with this kit, which states "thread tapered tip of dilator/access device assembly over spring-wire guide. Grasping near skin, advance assembly with slight twisting motion to a depth sufficient to enter vessel". A lab inventory guide wire was inserted through the distal tip of the returned dilator. The guide wire passed through the dilator with little to no resistance. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire, dilator or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The customer report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual inspection of the dilator revealed the tip was slightly split/frayed. The appearance of the damage is consistent with undue force being applied onto the dilator during insertion. The dilator passed all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. Based on the analysis of the returned sample, and the signs-of-use at the dilator tip , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: "the dilator tip was found deformed when the user was about to use it during the procedure. Therefore, he/she did not use it and used a new one from another kit (lot#: unknown) to complete the procedure." The issue was identified during use on patient but no patient harm was reported. Patient was reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "the dilator tip was found deformed when the user was about to use it during the procedure. Therefore, he/she did not use it and used a new one from another kit (lot#: unknown) to complete the procedure." The issue was identified during use on patient but no patient harm was reported. Patient was reported as fine.